Event description:
The customer reported via phone call that she was unable to allow insulin to go into the reservoir. The customer stated the issue did not result in a serious injury or hospitalization. The customer's blood glucose was 222 mg/dl. The customer was advised that the insulin vial seemed to be filled with air. The customer was advised on how to depressurize the insulin vial. The customer stated she had already gone through five reservoirs due to the issue. The customer had already reverted to manual injections. The customer was advised that the reservoirs would be replaced. The customer agreed to return the product for analysis.

Manufacturer narrative:
Inspected reservoir, snap-cap and septum for anomalies none were found. Performed occlusion test per specifications, reservoir filled and connected to new infusion set. Installed reservoir and connector into insulin pump and performed infusion set. Installed reservoir and connector to insulin pump and performed catheter tip. Reservoir not occluded.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.